Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer had purchased a 2 pack of the proxabrush go-between cleaners and said the wires comes right off the handle.